Event description:
Spike from cutting block broke off in the patient when removing it after doing the 4 cuts.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #4 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was not confirmed. No product was returned for inspection. No patient information was provided for review. A device history review could not be performed as no lot number was provided. A complaint history review could not be performed as no lot number was provided. The investigation concluded that the reported fixation peg disassociating from the triathlon 4:1 express cutting block was likely caused by a manufacturing nonconformance. The device lot number and inspection of the reported device would be required for confirmation. It was concluded that the supplier, (B)(6), had likely not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.

Event description:
Spike from cutting block broke off in the patient when removing it after doing the 4 cuts.